Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that pre-surgery, the trial handle became stuck to the trial and was unable to detach it, and another set was used. There was no patient involved and no further complications or symptoms reported. Additional information was received via manufacturer representative that the reported products were already used before.

Manufacturer narrative:
H3: product analysis of part# 2106-1003, lot# y141103 visual and functional inspection confirmed the holder has broken inside the handle due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.